Manufacturer narrative:
(B)(4). Batch #t94597. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Additionally, the tissue pad was in fair condition with signs of normal wear. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device not activating and displaying an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: ¿blade coating removed¿ does the blade have visual damage to it? Yes, tissue pad was damaged did the active titanium blade break off? No did the white tissue pad break off? Yes is the white tissue pad completely missing from the clamp arm of the device? It was partly stuck in the clamp.

Event description:
It was reported that during an unknown procedure, the blade coating was removed during usage. The active titanium blade didn't break off, but the tissue pad was damaged and broke off, and was partly stuck in the clamp. There were no patient consequences reported. No further information is available at this time.